Event description:
It was reported that during an unknown procedure the handpiece gives a "change tool" error as if a probe were attached, even when no probe is connected. The handpiece has a counter. It does not work when different probes are tried. It has been tested with different gen11 and harmonic probes.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. D4 batch #: y7043u. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. The patient did not experience any adverse consequences. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone separated and the mount was noted to be loose. No functional testing could be performed due to the nose cone separated and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.